Event description:
The event is reported as: during a sacrospinous ligament vault suspension procedure, the suture device tip disconnected in the middle of the ligament. X-ray showed the device is imbedded in the ligament. No pt injury reported.

Manufacturer narrative:
There was no sample to be returned for investigation. Investigation report is incomplete at the time of this report. The f/u investigation report will be sent when completed.